Event description:
During surgery, the surgeon used the monotube triax (blue). When the surgeon was tightening them with the long handle wrench, one of the screws of the pin clamp broke. The surgeon changed the monotube triax to another monotube triax owned by hosp. The broken monotube triax (blue) was a brand new product.

Manufacturer narrative:
Additional info has been requested and if rec'd will be provided on a supplemental report.